Manufacturer narrative:
Photo evaluation ¿ 1 photo was received for investigation. ¿ from the returned photo observed black foreign matter on the safety shield. Batch number is unavailable and hence unable to perform the DHR review. Current control there is a visual inspection of embedded fm on hub at the qa outgoing inspection and visual inspection of embedded fm at the assembly in-process inspection. As actual sample was not received for further investigation, actual root cause could not be determined. The complaint will be re-opened and re-investigated when sample is received.

Event description:
There are black spots inside the needle.

Manufacturer narrative:
Photo evaluation: 1 photo was received for investigation. From the returned photo observed black foreign matter on the safety shield. Batch number is unavailable and hence unable to perform the DHR review. Current control there is a visual inspection of embedded fm on hub at the qa outgoing inspection and visual inspection of embedded fm at the assembly in-process inspection. As actual sample was not received for further investigation, actual root cause could not be determined. The complaint will be re-opened and re-investigated when sample is received.

Event description:
There are black spots inside the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x5/8 has foreign matter. The following information was provided by the initial reporter: "there are black spots inside the needle".